Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. There are multiple unknown dates of event subsequent to (B)(6) 2016. The 510k: this report is for an unknown sternal zipfix/unknown lot. Part and lot numbers are unknown; UDI number is unknown. There are multiple dates of implantation between (B)(6) 2016 and (B)(6) 2016. It is unknown if or when devices were explanted. Complainant parts are not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: marasco s. Et al (2018) prospective randomized controlled trial of polymer cable ties versus standard wire closure of midline sternotomy. The journal of thoracic and cardiovascular surgery. Volume 04. Pages 0-25. ((B)(6)) the aim of this study was to compare the outcomes of cardiac surgery patients whose median sternotomy was closed with zipfix cable ties to those patients closed with standard stainless steel wires. Between february 2016 and december 2016, a total of 120 patients were enrolled for the study and were randomly grouped to be implanted with either standard wire or synthes zipfix; 57 patients (46 male and 11 female with a mean age of 64 years) were closed using unknown synthes zipfix. Complications were reported as follows: the 2 patients had early reopening for bleeding and were reclosed with wires; the 1 patient had early reopening for bleeding and was reclosed with wires. It was due to; pericostal bleeding where the zipfix device had been passed through the intercostal tissues. The 1 patient suffered a post-operative cerebrovascular event and as a result no data can be obtained. The 2 patients were diagnosed with sternal wound infection, where 1 had a deep sternal wound infection requiring sternal debriding and vacuum dressing. The sternum was closed once sterile, and in all patients, standard wires were used. The 26 patients showed significant manubrial and sternal movement post operatively. Visual analog scale (intention to treat) pain score: overall, 1 case with score of 0-3 this report is for an unknown synthes sternal zipfix. This report is 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.